Event description:
Pt underwent a robot assisted laparoscopic prostatectomy. At about 45 minutes into the operation, the insufflator shut down. It was restarted but continued to shut down at least once every 40-60 minutes throughout the operation. A search of maude and other sources indicated that the same model insufflator reported similar problems. This was reported from saudi arabia in late 2008. A similar occurrence was experienced, with model 640-040-611. Another country's government issued a class I recall on the 640-040-611 model in january 2009. In our reported incident, it was discovered after investigation and cooperation of the clinical field service representative, that the manufacturer ships the insufflator from the factor configured for bottled co2. There is no mention in the catalog of the requirement to change the gas inlet valve sensor until page 62 of the operator manual. There is no indication that the insufflator would require modification if used with wall provided gas. We used wall gas, the machine shut down, the error code on the screen only indicated low pressure/low tank. After restarting the machine, it would inflate the patient's abdomen, however, would again shut down and have to be restarted. The center for pt safety is also investigating to determine if this has occurred elsewhere in the va system.